Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the defibrillator prompts that the battery of the device has completed its service life and it is defective. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). Pr#2569162 has been identified as a duplicate of pr#2494136 and has been processed accordingly. Please refer to child pr#2574065/pr#2494136 with received mdn (B)(4). For the full investigation of this issue. This child pr#2593083 will be cancelled as it's no longer applicable.